Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of loop wire broken. Block h11: investigation results. The device was not returned for analysis despite good faith efforts; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of wire break could not be confirmed. The device was not returned for analysis despite good faith efforts. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of loop break was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in the stomach during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2026. During the procedure, when the physician used the snare to pull the wire through the esophagus of the patient, it was reported that the wire separated (broke) away from snare. The procedure was completed with the original endovive safety peg using an alternate device to pull and place the peg tube. There were no patient complications reported as a result of this event.